Event description:
It was reported by a company representative that the cast cutter overheated while the equipment was being tested. This did not occur during a procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the manufacturer for evaluation. Based on the investigation details, the likely cause was a shattered brush and loose pieces that created friction.